Event description:
Unplugging charger from outlet... Gave off electrical discharge which shocked... Left thumb/hand, electrical shock injury to left hand - oral b toothbrush [electric shock]. Electrical burn left hand/burn left thumb/hand - oral b toothbrush [electrical burn] electrocuted on left hand/electrocution [electrocution] closed displaced fracture of middle third of scaphoid bone of left wrist [wrist fracture] 2nd degree electrical burn to left hand [burns second degree] neurapraxia of median nerve of left hand/wrist, injury of peripheral nerve due to (electrical shock) [peripheral nerve injury] neuritis left median nerve [neuritis] electrical discharge.... Burn wounds - oral b toothbrush [thermal burn] tingling 1st-3rd digits that extends to wrist... Left [paraesthesia] left hand numbness, numbness 1st-3rd digits that extends to wrist... Left/forearm numb/fingertips numb [hypoaesthesia] pain, aching, tight pain, shooting pain, throbbing pain, radiating pain left arm, left hand, index finger hurt - left upper extremity [pain in extremity] myalgias [myalgia] itching - skin [pruritus] weakness, 4/5 grip/intrinsic strength, strength was slightly limited by (pain) - left upper extremity [muscular weakness] nervous [nervousness] anxious [anxiety] carpal tunnel syndrome, carpal tunnel compression [carpal tunnel syndrome] injury of left wrist [joint injury] reduced sensation in the median nerve distribution, left median nerve electrocution injury [median nerve injury] peeled off - skin [skin exfoliation] blister [blister] index finger... Swollen [peripheral swelling] hurting stomach [abdominal pain upper] affected her focus and concentration, decreased concentration [disturbance in attention] limited strength in hand [asthenia] positive carpal tinel's test, positive durkan's test [neurological examination abnormal] tight - muscle [muscle tightness] stiffness [musculoskeletal stiffness] limited range of motion: yes [joint range of motion decreased] black streaks hand [skin discolouration] worsened add [attention deficit hyperactivity disorder] bp 125/86 [blood pressure systolic increased] unplugging a charger from an outlet ....electric discharge/cord broke - toothbrush [device physical property issue] tenderness over (carpal tunnel) [tenderness] worsened (add) [condition aggravated]. Case narrative: an attorney reported spontaneous via letter on 19-mar-2024 that their client, unspecified age and gender, used an p&g unknown product, beginning on an unspecified date, and experienced unspecified injuries in (B)(6) 2023. Treatment details: none reported. Relevant history: none reported. Concomitant product: none reported. Previous use of exact same product: unknown. The event and case outcomes were unknown. No further information was provided. 19-mar-2024 received product images and medical records: product image: the consumer used the following suspect products: oral-b power rechargeable toothbrush handle (batch/lot: 21191) and oral-b power power oral care refills io series, beginning on an unspecified date. Summary of outpatient visit on (B)(6) 2023. The physician reported that the patient, a 35 year old female, experienced an electrical burn to her left hand on (B)(6) 2023. She was attempting to unplug her rechargeable oral b io toothbrush when the cord broke while she was attempting to pull out the plug portion of cord ((B)(6) 2023). She saw sparks going into her left hand and immediately dropped it. The patient had black streaks on her hand after it happened (0(B)(6) 2023). She was seen by a dermatologist who said she suffered a second degree electrical burn to her left hand ((B)(6) 2023). She experienced tenderness over the carpal tunnel ((B)(6) 2023). Sensation was intact to light touch in the median, ulnar, and radial nerve distributions, 5/5 strength in the abductor pollicis brevis, extensor pollicis longus, and intrinsic hand muscles. Assessment: neuritis/left median nerve electrocution injury, resulting carpal tunnel syndrome ((B)(6) 2023). Treatment: voltaren gel 1%, ointment, gabapentin. Medical history: gave birth and emergency dilation and curettage (dnc) on (B)(6) 2017. Summary of outpatient visit on (B)(6) 2023: a physician reported that the patient presented to the clinic for evaluation of a closed displaced fracture of middle third of scaphoid bone of left wrist, left hand injury, and left wrist injury (all occurring in (B)(6) 2023). She was recently unplugging a charger from an outlet when it gave off an electrical discharge which shocked and burned her left thumb and hand ((B)(6) 2023). She experienced burn wounds, numbness of (left) 1st-3rd digits that extends to wrists and tingling of (left) 1st-3rd digits that extends to wrists, and (muscle) tight, limited range of motion, and stiffness, all beginning in (B)(6) 2023. The burn wounds resolved in (B)(6) 2023. Pain/aching/radiating pain/shooting pain/throbbing pain (in left arm/left upper extremity) would reach up to 8 on a scale of 1-10. A physical examination on (B)(6) 2023 was positive for the following, beginning in (B)(6) 2023: myalgias, itching (skin), weakness (left upper extremity), nervous, anxious, (left hand) grip/intrinsic strength was 4/5, positive carpal tinel's test, positive durkan's test, reduced sensation in the median nerve distribution. X-rays of left hand on (B)(6) 2023 were negative. Physician's assessment: neurapraxia of the median nerve of the left hand/wrist ((B)(6) 2023), electrical shock injury to left hand/injury of peripheral nerve due to electrical shock ((B)(6) 2023). Treatment: mobic, rest, nsaids, carpal tunnel splinting of left hand/wrist at night and while driving, cold, and heat. Medical history: kidney stones, dilation and curettage of uterus in 2017, occasional alcohol use. She had environmental allergies. Concomitant product: nuvaring. Weight: 157 pounds. Height: 63 inches. No further information was provided. Summary of outpatient visit on (B)(6) 2023: cheif complaint: left hand pain and numbness (left hand). The physician reported that the patient was electrocuted on her left hand while plugging in an electric toothbrush ((B)(6) 2023). Her skin sustained some injury with subsequent blisters and (skin) peeled off (both beginning in (B)(6) 2023). The forearm was numb immediately after (beginning in (B)(6) 2023). The review of systems was positive for weakness, numbness, and decreased concentration ((B)(6) 2023). The index finger continues to hurt/pain and feel swollen. The patient is a dental hygienist and this interfered with her work. She had to hold her instrument differently. The event affected her focus and concentration ((B)(6) 2023) and worsened her attention deficit disorder ((B)(6) 2023). Treatment details: topical steroids, lidocaine cream/gel, gabapentin. The mobic was hurting her stomach ((B)(6) 2023). Elevated blood pressure 125/86 mmhg. Normal heart rate 93 beats per minute. Assessment of hand included the following: left finger flex 4+, left finger ext 4+, left io 4+, left opposition 4+. The patient's sensation was intact to light touch and strength was slightly limited by pain. Medical history: relatively healthy (rh), attention deficit disorder (add)/unspecified hyperactivity presence, epigastric pain, a glass of wine daily, low carbon dioxide (co2) on (B)(6) 2012, and low alanine aminotransferase on (B)(6) 2012 (alt). Event outcomes: electrical discharge burn wounds - recovered, tingling 1st-3rd digits that extends to wrist - improved, left hand numbness, numbness 1st-3rd digits that extends to wrist... Left/forearm numb/fingertips numb - improved, pain, aching, tight pain, shooting pain, throbbing pain, radiating pain left arm, left hand, index finger hurt - left upper extremity - not recovered, weakness, 4/5 grip/intrinsic strength, strength was slightly limited (left upper extremity) - not recovered, index finger swollen - not recovered, and blister - recovered in (B)(6) 2023. The remained event outcomes were unknown. The overall case outcome was improved. No further information was provided.

Event description:
Unplugging charger from outlet... Gave off electrical discharge which shocked... Left thumb/hand, electrical shock injury to left hand - oral b toothbrush [electric shock] electrical burn left hand/burn left thumb/hand - oral b toothbrush [electrical burn] electrocuted on left hand/electrocution/electrocuted left thumb [electrocution] closed displaced fracture of middle third of scaphoid bone of left wrist [wrist fracture]. 2nd degree electrical burn to left hand [burns second degree]. Neurapraxia of median nerve of left hand/wrist, injury of peripheral nerve due to (electrical shock) [peripheral nerve injury]. Neuritis left median nerve/superficial radial nerves neuritis [neuropathy peripheral]. Electrical discharge.... Burn wounds - oral b toothbrush [thermal burn]. Tingling 1st-3rd digits that extends to wrist... Left [paraesthesia]. Left hand numbness, numbness 1st-3rd digits that extends to wrist... Left/forearm. Numb/fingertips numb, numbness right hand/numbness in left thumb, index finger, right hand [hypoaesthesia]. Pain, aching, tight pain, shooting pain, throbbing pain, radiating pain left arm, left hand, index finger hurt, left upper extremity; pain in right hand, left thumb pain [pain in extremity]. Myalgias [myalgia]. Itching - skin [pruritus]. Weakness, 4/5 grip/intrinsic strength, strength was slightly limited by (pain) - left upper extremity [muscular weakness]. Nervous [nervousness]. Anxious [anxiety]. Carpal tunnel syndrome, carpal tunnel compression [carpal tunnel syndrome]. Injury of left wrist [joint injury]. Reduced sensation in the median nerve distribution, left median nerve electrocution injury [median nerve injury]. Peeled off - skin [skin exfoliation]. Blister [blister]. Index finger... Swollen [peripheral swelling]. Hurting stomach [abdominal pain upper]. Affected her focus and concentration, decreased concentration [disturbance in attention]. Limited strength in hand [asthenia]. Positive carpal tinel's test, positive durkan's test [neurological examination abnormal] tight - muscle [muscle tightness]. Stiffness [musculoskeletal stiffness]. Limited range of motion: yes [joint range of motion decreased]. Black streaks hand [skin discolouration]. Worsened add [attention deficit hyperactivity disorder]. Bp 125/86 [blood pressure systolic increased]. Unplugging a charger from an outlet ....electric discharge/cord broke/(electrocuted) when plugging in toothbrush - toothbrush [device physical property issue]. Tenderness over (carpal tunnel)/left upper extremity tenderness over the superficial radial nerve distally [tenderness]. Worsened (add) [condition aggravated]. Lateral band tendonitis [tendonitis]. Case narrative: an attorney reported spontaneous via letter on 19-mar-2024 that their client, unspecified age and gender, used an p&g unknown product, beginning on an unspecified date, and experienced unspecified injuries in (B)(6) 2023. Treatment details: none reported. Relevant history: none reported. Concomitant product: none reported. Previous use of exact same product: unknown. The event and case outcomes were unknown. No further information was provided. On 19-mar-2024 received product images and medical records: product image: the consumer used the following suspect products: oral-b power rechargeable toothbrush handle (batch/lot: 21191) and oral-b power oral care refills io series, beginning on an unspecified date. Summary of outpatient visit on (B)(6) 2023: the physician reported that the patient, a 35 year old female, experienced an electrical burn to her left hand on (B)(6) 2023. She was attempting to unplug her rechargeable oral b io toothbrush when the cord broke while she was attempting to pull out the plug portion of cord ((B)(6) 2023). She saw sparks going into her left hand and immediately dropped it. The patient had black streaks on her hand after it happened (B)(6) 2023. She was seen by a dermatologist who said she suffered a second degree electrical burn to her left hand ((B)(6) 2023). She experienced tenderness over the carpal tunnel ((B)(6) 2023). Sensation was intact to light touch in the median, ulnar, and radial nerve distributions, 5/5 strength in the abductor pollicis brevis, extensor pollicis longus, and intrinsic hand muscles. Assessment: neuritis/left median nerve electrocution injury, resulting carpal tunnel syndrome ((B)(6) 2023). Treatment: voltaren gel 1%, ointment, gabapentin. Medical history: gave birth and emergency dilation and curettage (dnc) on (B)(6) 2017. Summary of outpatient visit on (B)(6) 2023: a physician reported that the patient presented to the clinic for evaluation of a closed displaced fracture of middle third of scaphoid bone of left wrist, left hand injury, and left wrist injury (all occurring in (B)(6) 2023). She was recently unplugging a charger from an outlet when it gave off an electrical discharge which shocked and burned her left thumb and hand ((B)(6) 2023). She experienced burn wounds, numbness of (left) 1st-3rd digits that extends to wrists and tingling of (left) 1st-3rd digits that extends to wrists, and (muscle) tight, limited range of motion, and stiffness, all beginning in (B)(6) 2023. The burn wounds resolved in (B)(6) 2023. Pain/aching/radiating pain/shooting pain/throbbing pain (in left arm/left upper extremity) would reach up to 8 on a scale of 1-10. A physical examination on (B)(6) 2023 was positive for the following, beginning in (B)(6) 2023: myalgias, itching (skin), weakness (left upper extremity), nervous, anxious, (left hand) grip/intrinsic strength was 4/5, positive carpal tinel's test, positive durkan's test, reduced sensation in the median nerve distribution. X-rays of left hand on (B)(6) 2023 were negative. Physician's assessment: neurapraxia of the median nerve of the left hand/wrist ((B)(6) 2023), electrical shock injury to left hand/injury of peripheral nerve due to electrical shock ((B)(6) 2023). Treatment: mobic, rest, nsaids, carpal tunnel splinting of left hand/wrist at night and while driving, cold, and heat. Medical history: kidney stones, dilation and curettage of uterus in 2017, occasional alcohol use. She had environmental allergies. Concomitant product: nuvaring. Weight: 157 pounds. Height: 63 inches. No further information was provided. Summary of outpatient visit on (B)(6) 2023: chief complaint: left hand pain and numbness (left hand). The physician reported that the patient was electrocuted on her left hand while plugging in an electric toothbrush ((B)(6) 2023). Her skin sustained some injury with subsequent blisters and (skin) peeled off (both beginning in (B)(6) 2023). The forearm was numb immediately after (beginning in (B)(6) 2023). The review of systems was positive for weakness, numbness, and decreased concentration ((B)(6) 2023). The index finger continues to hurt/pain and feel swollen. The patient is a dental hygienist and this interfered with her work. She had to hold her instrument differently. The event affected her focus and concentration ((B)(6) 2023) and worsened her attention deficit disorder ((B)(6) 2023). Treatment details: topical steroids, lidocaine cream/gel, gabapentin. The mobic was hurting her stomach ((B)(6) 2023). Elevated blood pressure 125/86 mmhg. Normal heart rate 93 beats per minute. Assessment of hand included the following: left finger flex 4+, left finger ext 4+, left io 4+, left opposition 4+. The patient's sensation was intact to light touch and strength was slightly limited by pain. Medical history: relatively healthy (rh), attention deficit disorder (add)/unspecified hyperactivity presence, epigastric pain, a glass of wine daily, low carbon dioxide (co2) on (B)(6) 2012, and low alanine aminotransferase on (B)(6) 2012 (alt). Event outcomes: electrical discharge burn wounds - recovered, tingling 1st-3rd digits that extends to wrist - improved, left hand numbness, numbness 1st-3rd digits that extends to wrist... Left/forearm numb/fingertips numb - improved, pain, aching, tight pain, shooting pain, throbbing pain, radiating pain left arm, left hand, index finger hurt - left upper extremity - not recovered, weakness, 4/5 grip/intrinsic strength, strength was slightly limited (left upper extremity) - not recovered, index finger swollen - not recovered, and blister - recovered in (B)(6) 2023. The remained event outcomes were unknown. The overall case outcome was improved. No further information was provided. 31-jul-2024 received medical record: a physician reported that the patient had an outpatient visit on (B)(6) 2024 for left thumb pain, right hand pain, after an electrocution. She experienced pain in her left thumb after she electrocuted her left thumb when plugging in her electric toothbrush on (B)(6) 2023. The patient presented for evaluation of pain, as she continued to experience the pain for almost a year. The pain was worse with activity and improved with rest. She experienced numbness in her left thumb, left index finger, and right hand. Examination of the left upper extremity revealed tenderness over the superficial radial nerve distally, fingers were warm and well perfused. Sensation was intact to light touch in the median ulnar, and radial nerve distributions. She had 5 out of 5 strength in the abductor pollicis brevis, extensor pollicis longus, and intrinsic hand muscles. The patient was awake, alert and oriented, and in no acute distress. Additional examination details - heart: regular rhythm, lungs: breathing regularly, speaks and hears clearly and effectively, skin warm and dry, and mood was normal. Assessment: lateral band tendonitis, superficial radial nerves neuritis, and right carpal tunnel syndrome. The patient did not go to the emergency room. She tried treating the symptom(s) with anti-inflammatories, which were only mildly helpful. The symptoms were limiting the patient's ability to use the extremity in activities of daily living. The patient elected to pursue corticosteroid injections and received 40 mg of depo-medrol solution with 2 ml of 1% plain lidocaine, which was injected into the tendon sheath of her left index finger near the superficial radial nerve. Additional treatment: desensitization therapy for thumb/index finger as well as carpal tunnel syndrome. Medical history: right hand dominant, wears glasses/contacts, no history of trauma. No (other) known allergies. The event outcome for lateral band tendonitis was unknown. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
Complained product will not be not available.